Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 135 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Moisture damage was noted on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.